Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered an extended bolus without user input. The customer's blood glucose (bg) level ranged from 72-74 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.